Manufacturer narrative:
(B)(6). Investigation summary: our quality engineer inspected the photo submitted for evaluation. Reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte bi-extension set 15 cm (6 in) 0.45 ml had the luer collar break. The following information was provided by the initial reporter: "breakage of q-syte luer which was attached to PICC line while disconnecting".